Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 900 mg/dl and a "heart attack"; cause was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem transmitter/sensor issue. Customer went to the emergency room with small ketones and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin, and "a blood thinner medication". Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.